Event description:
It was reported by the customer that a pyxis medstation es system lg dialysis screen frozen. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was a delay to the patient's workflow since they managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the frozen screen. The field service engineer tried to power the station up from the top button and checked the power supply. Reconnected the power cable at the receptacle side and then the station powered up. The system functioned as intended after the field service engineer troubleshooted the device.